Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mitral valve replacement surgery, there was an issue with a 27mm mosaic bioprosthetic valve as it was mismatched with the patient. The surgeon initially measured the valve size using the corresponding medtronic valve sizer and determined that a 27mm valve was suitable. However, upon opening and attempting to place the 27mm mosaic valve, there was difficulty in placing it, leading to the conclusion that it was not a good match for the patient. The valve measurement was repeated, confirming the suitability of a 27mm valve. Consequently, a second 27mm valve of the same model was opened and successfully implanted. It was further reported that the surgeon does not believe the 27mm device was labeled incorrectly, or the incorrect size. It was reported that the physician believed that this was a case of patient prothesis mismatch. No additional adverse patient effects were reported.